Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that they are having a difficult time charging their ins. The patient states that they can usually only get two or three coupling boxes, but bus unable to get any on this day. Patient says they had been able to charge better when the insr belt was not broken (captured in a separate pe). The patient says they really have to mess with it to get it to connect and reported seeing a poor coupling screen after attempting to recharge. It is noted that the patient gained some weight. There were no indication of patient harm. Indication for use is non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.